Event description:
It was reported that the asymptomatic patient presented in clinic on (B)(6) 2017. Upon review, the right atrial lead exhibited episodes of lead noise, with the earliest episode occurring on (B)(6) 2017. No other electrical anomalies were noted. The noise was reproduced in clinic with some difficulty. No interventions were performed and the patient will continue to be monitored.